Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while pump battery was being charged. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternative method of insulin therapy. No additional information was provided.

Manufacturer narrative:
Additional information received on september 9, 2022. Distributor reviewed pump history. After pump battery charge was initiated, the pump was found to have announced low power alerts and alarms. Usb cable was removed and pump shut off. Usb cable was reconnected to pump and battery showed as fully charged. Usb cable was disconnected. H6 code added: 1383h6 code added: 1383.